Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04725. It was reported the pt's lead was disconnected. The physician undertook surgical intervention and tested intraoperatively for the disconnection. It was reported the two extensions were tested and found to have invalid readings. The physician replaced both extensions and stimulation was restored postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.